Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss was not able to confirm the complaint of incomplete side cut and did not experience any difficulty with sidecut; the fss found objective lens were extremely dirty and cleaned the lens. For the sticky lifts reported, the fss optimized oscillator and amplifier. Performed stretcher/compressor alignment, and verified pulse width speculations. The flaps lifted better after procedures were performed. In addition, the amo application support manager, clinically gelled system for energy settings the fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete side cut on the right eye, therefore the procedure was aborted. The procedure will be rescheduled for a photorefractive keratectomy (prk) procedure. A brief description from the surgery center indicated the surgeon had programmed at 8.8mm flap, but a 8.5mm flap was actually treated due to centering issues. The surgeon had acknowledged there may have been too much fluid on the bed but requested the laser system evaluated. In addition, the surgery center reported sticky lifts. The sticky lifts did not result in medical or surgical intervention. At a one week post op exam, the patient had no loss of vision and was seeing 20/20.